Manufacturer narrative:
The e411 analyzer serial number was (B)(6). The field service engineer (fse) checked and primed the sample/reagent probe, and no bubbles were identified on the syringe nipples. Liquid flow cleaning (lfc) and measuring cell (mc) preparation was performed. The fse repeated the patient sample with questionable results, and the results were reproducible. The investigation is ongoing.

Event description:
There was an allegation of discrepant results for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on a cobas e 411 analyzer (disk system). The initial result was 933.8 pmol/l. The sample was repeated twice, with results of 668.2 pmol/l and 981.3 pmol/l. No questionable results were reported outside of the laboratory.